Event description:
On (B)(6) 2012, the lay user/patient's sales representative contacted lifescan through email from (B)(6) alleging a one touch verio pro meter was set to the incorrect language. The patient's sales representative did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's sales representative claimed that the meter was set to the incorrect language. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient's sales representative did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.